Manufacturer narrative:
The particle was sent to an independent testing lab. The particle was microscopically examined, photographed, and measured using a camera-equipped optical stereo microscope. The particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis of the particle indicated that it consists primarily of carbon and silicon with lesser concentrations of oxygen, calcium, chlorine, and sodium, and this is consistent with silicon-containing organic content. It is not possible to determine the source of the particle submitted. This investigation is complete.

Manufacturer narrative:
The evaluation has been completed. One 5ml syringe was returned in a plastic bag. The original packaging was not received. The syringe contains approximately 1.5ml of fluid. A white particle was seen stuck to the black piston on the end of the plunger rod. The particle was removed from the black piston and placed in a petri-dish. Microscopic examination was performed. The particle was hard to the touch and white in color. The particle was approximately 850 microns long by 643 microns wide. The particle was returned with no identification tracing it to an sku/lot on the original packaging so unable to investigate further for the root cause. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required

Event description:
A user facility in the united kingdom reported a foreign body that came through the handpiece that "looks like plastic". There was no patient impact.

Manufacturer narrative:
The lot number is not available and product was discarded. Therefore a review of the device history record cannot be performed. The particle has been requested for return. The investigation is underway.